Manufacturer narrative:
The c513 analyzer serial number was (B)(6). The field application specialist (fas) flushed the sample probe and the reagent probe. The fas checked the rinse station and replaced a sample probe. Qc results were not acceptable. The fas performed a mechanism check and observed water droplets on the cell rinse and cuvettes. The field service engineer (fse) replaced the other sample probe and other parts; the reagent probe was bent and was replaced. As several service actions were performed, the specific cause of the event could not be determined. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for tina-quant hemoglobin a1cdx gen.3 (a1cdx) on a cobas c 513 analyzer. Patient 1 initial result was 7.11%. The repeat result from a different c513 analyzer was 5.34%. Patient 2 initial result was 14.58%. The repeat result from a different c513 analyzer was 5.97%. The repeat results were believed to be correct.